Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the patient line of an integrated apd set w/cassette and a transfer set. This occurred while in use for automated peritoneal dialysis therapy; further described as occurred ¿in the middle of the night during the patient's therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.